Event description:
During the index procedure, one endeavor mx2 stent was implanted in the 2nd obtuse marginal. Patient was asymptomatic / free of symptoms at the 30 day, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. The patient had developed stable angina at the 6 months follow up. It was reported that the patient had sepsis with pna and hypotension requiring vasopressor and died suddenly 3 years and 3 months post the index procedure. It is not assessable if the event was related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation; results: inherent risk of procedure (death).